Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site and the reports the ipg has moved up several inches (reference MFR. Report: 1627487-2014-22059). In addition, the patient is experiencing increased back pain and is not receiving effective stimulation after several falls. Reprogramming was able to provide partial effective stimulation. X-rays have been ordered. Surgical intervention may be pending to address this issue.